Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device packaging was returned with a large tear to the outer package and a crease to the side of the box. The pouch directly below the packaging tear was punctured. The pouch was sealed with the carriage detached and the end cap broken within the pouch. The device had slipped out of its holding areas in the tray. The area of the tray below the packaging tear and pouch puncture had a large dent. The flush ports of the device appeared to have no evidence of damage. The reported event for packaging compromised could be confirmed in the analysis. The reported event for miscellaneous, dcs could be confirmed in the analysis as the end cap was broken and the carriage was detached within the pouch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the procedure of the implant of this transcatheter bioprosthetic valve, upon taking the delivery catheter system (dcs) out of the storage cabinet, on the back of the box, a large puncture hole was observed. Upon opening the box, the dcs was removed. Subsequently, the sterile packaging was punctured. Upon further inspection, the proximal portion where the flush port is located, was fractured. The dcs and box were set aside. A different dcs was used. No adverse patient effects were reported.